Event description:
During a lead implant procedure in the (B)(4), it was reported the physician experienced difficulty introducing the lead using the lead introducer. The lead blank reportedly degraded in the introducer and a portion of it remained in the patient's epidural space for a brief period of time. The fragment was successfully retrieved and the procedure was completed with no further complications.

Manufacturer narrative:
Results: inspection of the returned lead blank revealed the silicone paddle slid from the lead coil material with little effort. Microscopic inspection of the lead revealed the silicone was not sufficiently attached to the lead coil material. A small tear was also observed at the opening of the silicone paddle. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.